Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on august 3, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece successfully passed a flow rate test on the irrigation and aspiration lines. The handpiece was connected to a calibrated system where system message (sm) displayed during tuning. When the handpiece was connected to a resistance test box, a measurable resistance was seen from the high electrode to ground. Disassembling the handpiece revealed moisture ingress within the electrode chamber. No problem was found related to the customer reported event. Therefore, based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco handpiece did not perform vacuum during setup. The case was cancelled.